Manufacturer narrative:
09/03/2015 additional information: the patient sample was sent for confirmation testing with the immunoblot method. The immunoblot result was indeterminate. The cause for the discordant (B)(6) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. The patient sample was sent for confirmation testing with the immunoblot method. The results have not been received. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6) . (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur (B)(6) assay is used in conjunction with other manufacturers' assays for specific (B)(6) serological markers." (B)(4).

Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained on a patient sample. The historical results for the patient were (B)(6) on an alternate method. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp (B)(6) result.